Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after experiencing cardiac arrest and had minimal cortical function. Upon device interrogation, it was noted that the patient was experiencing ventricular fibrillation and cardiac arrest. The implantable cardioverter defibrillator had delivered one successful high voltage therapy and the remaining episodes were undersensed due to programmed settings. It was unknown if the device converted the remaining episodes, if the patient self - converted, or the patient received external defibrillation to convert the rhythm. Programming changes were made. The patient remained intubated and unconscious.